Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 139 mg/dl at the time of the incident. The customer reported a crack on the reservoir compartment. The customer stated that the ring was broken. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. No cracks on the reservoir compartment noted.